Event description:
It was reported to nova biomedical that a customer received a result of 65 mg/dl on their blood glucose meter. The consumer immediately performed additional tests using the same meter and strips getting the following results of 355 mg/dl and 77 mg/dl. During the call to customer support, a control solution test was performed showing the test strips to fall in range. The difference in the customer's readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the returned of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.